Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance due to lead fracture. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.